Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one white hub hickman extension leg was returned for evaluation. A complete break was noted on the distal end of the returned catheter segment. It was noted that the break traversed a diagonal path along the catheter. When viewed under magnification, a smooth break surface was noted on the lower plane of the break while circular striations were noted on the surface of the tip of the break. The catheter segment was noted to be occluded with no leaks observed. Based on these findings, the investigation is confirmed for the reported catheter leak, specifically due to a catheter break. Per the evaluation results, the returned catheter segment was occluded. Therefore, it is possible that over-pressurization due to flushing against an occlusion contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter allegedly had holes in the tubing, small splits in the tubing, and/or separation in the repair kit. It was further reported that the device was removed. There was no patient injury